Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The device was found out of specification in relation to the reported condition of device does not ask for tubing. This condition was reproduced when evaluation opened the door and the device failed to recognize the open door. The cause was determined to be a failed input/output printed circuit board (I/o pcb) and a failed upper latch switch. The I/o pcb and the upper auxiliary assembly were replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump would not prompt the user to insert the intravenous set. There was no patient involvement. No additional information is available.